Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not maintain the electrical charge. There was no reported patient involvement.